Event description:
Reporter used patch for severe backache and wore it for about one hour before removing. Her back was burned in patch area and caused considerable pain. She saw a doctor and received topical medication for treatment.